Event description:
Boston scientific received information that this right ventricular lead displayed pacing impedances of less than 200 ohms. The patient was seen in clinic for trouble shooting. A chest x-ray was performed which indicated insulation damage. Isometrics were performed which were able to elicit fine noise when the patient pressed their hands together. A lead revision procedure was then performed where the lead was explanted and replaced. When the lead was removed, insulation damage was able to be clearly visualized. The lead was returned for analysis. There were no adverse patient effects.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. Trilumen insulation damage was seen which exposed the rs (-) coil. The damage was located approximately 30.5 centimeters from is-1 pin. Webbing damage was noted to all three lumens. The damage appeared to be from a localized compression abrasion. This observation could have contributed to the clinical observations. Additional testing showed the lead to be electrically continuous.